Event description:
The occlusion balloon would not deflate when requested during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 4mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and loaded the wire properly into the adapter and attempted to deflate the occlusion balloon and it would not deflate. The physician attempted two more times and the occlusion balloon would still not deflate. The physician cut the hypotube and the occlusion balloon still did not deflate. The pt's st level became slightly elevated, but the pt was able to handle the extended occlusion. The physician pulled the inflated occlusion balloon through the stent and the occlusion balloon deflated. The device was removed and the pt is reported to be doing well.